Event description:
During remote follow-up, far p-wave oversensing was observed on the right ventricular (rv) lead. The physician alleged rv lead damage, although it was not confirmed. No intervention has been performed at this time. The patient was in stable condition.